Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received excessive "change sensor. Customer also received a "bad sensor" alert after receiving two consecutive calibration error alarms. Customer's blood glucose was between 47 mg/dl and 157 mg/dl. Sensors would be replaced.